Event description:
A bone screwdriver is an instrument used to drive a screw into the pedicle. The patient's bone was reported to be particularly hard & dense. When inserting a screw ø7.5mm & larger screw into hard bone and the pilot hole is not properly prepared, the force required to drive the screw at certain depth of insertion may have surpassed the mechanical strength of the driver tip. Other plausible cause might be non-steady instrument associated with user technique and/or repeated use. No patient injury or harm was reported. No pre-op nor post-op x-ray of patient anatomy was provided. Because the size of implants, surgical technique, & patient anatomy was not proved this incident will be filed as indeterminate.